Manufacturer narrative:
The reported event of stylet was unable to advance within the lead was confirmed. As received, a complete lead was returned in one piece with stylet found inserted inside. The stylet could not be fully inserted inside the lead due to clogged dried blood inside the inner coil at the distal region of the lead. The cause of the reported event was isolated to the inner coil being clogged with blood.

Event description:
During initial implant procedure, the stylet was unable to advance into the right atrial (ra) lead. A new ra lead was successfully implanted to resolve the event. The patient was stable with no consequences.